Event description:
Information received a smiths medical cadd ms3 slate grey lost programming. No patient adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation the device was found to have lost programming and asking for passcode due to its cannot hold all programming after 2 days without power from the battery. It was found to be battery issue. The customer reported condition was confirmed. Problem source was traced to design. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.